Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported suture malposition and device markings / labelling problem appears to be related to operational context. Medical review concluded that the successful use of prostyle closure device is generally dependent on the ability to achieve proper device positioning and needle deployment. In very thin patients with a "very extremely shallow" cfa, the depth reduces the margin for error, often leading to improper device seating or interaction with the anterior wall, which can cause vessel narrowing or increased risk of device failure. Therefore, the physician must rely on anatomical assessment and procedural judgment to ensure safe device deployment and achieve technical success. In this very small patient population, operators should be aware and pay careful attention to patient selection and continue to exercise caution, along with careful technique to ensure an entry angle of at least 45° and use imaging guidance to assess vessel depth and calcification in accordance with already existing IFU guidance. Treatment strategy involving vessel closure should be individualized, choosing the safer alternative for patient based on their disease presentation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 & d5 are filed under separate medwatch report numbers. Literature attachment: article title: "percutaneous endovascular aneurysm repair complicated by shallow femoral artery access" was read and entry verified".

Event description:
It was reported that this was an arteriotomy closure of very shallow bilateral common femoral arteries using the pre-close technique via 8f sheath holes prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. The sutures of two prostyle devices were successfully placed at each access site. The sheaths were upsized to 18f at each access site, the procedure was completed. Reportedly post procedure, the sutures were tightened; however, hemostasis failed bilaterally due to suture tracts traversing skin and subcutaneous tissue rather than advancing to the arterial wall. A surgical cut-down of both common femoral arteries was performed. The puncture sites were exposed, and additional figure-of-eight and purse-string sutures were placed to secure hemostasis. The perclose prostyle sutures were removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The article also stated that the instructions for use does not include any caution or description regarding extremely shallow common femoral arteries or the risk of device malfunction in such anatomical conditions. No additional information was provided.